Event description:
Per independent repair center statement; the customer stated problem was that the power switch did not work. The key failure was power button was installed incorrectly. Additional malfunctions included leaking zip ties and a broken o2 outlet.